Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2016. The patient was fine.